Event description:
Per the clinic, the patient experienced poor device performance. Short circuits were also noted on 11 electrodes. Troubleshooting and reprogramming attempts were performed; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026.